Manufacturer narrative:
Batch review performed on 09 apr 2026 liner: versacem 01.26.2848mhc double mobility hc liner d 28/dmd (k092265) lot: 2429853: (B)(4) items manufactured and released on 18-dec-2024. Expiration date: 05-dec-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Ball heads: cocr 01.25.015 cocr ball head 12/14 d 28 mm size xxl (k072857) lot. 2246984: (B)(4) items manufactured and released on 28-feb-2023. Expiration date: 12-feb-2028. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Cup: versacem 01.27.48cmb versacem metalback d 48 mm (k241767) lot. 2415688: (B)(4) items manufactured and released on 14-nov-2024. Expiration date: 23-oct-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
Revision surgery due to dissociation of dm liner from the metal femoral head and dislocation of dm liner from the versacem cup at 6 weeks from primary. Liner and head revised successfully.